Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the bolus screen. Customer¿s blood glucose level was 298 mg/dl. Customer reverted to manual injections for insulin therapy.